Event description:
It was reported that at an unknown time after plif at l4-l5 with interbody device/autograft bone/infuse bone graft/ "calcium carbonate chips" supplemented with posterior fixation, patient developed pain on the right side. A revision surgery was performed approximately 13 months post op to remove the posterior fixation. Pre-op pain was resolved, but approximately 15 months post use of infuse bone graft patient reported "acute onset of arthritic pain both her hands." According to the initial reporter, the patient's doctor and rheumatologist do not believe there is any relationship between the infuse bone graft and the event, but the patient seems to think so, and doctors are mentioning this here for the sake of completeness. The cause of the reported event is unknown.